Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 1.2 mmol/l, 11 mmol/l and "lo" (less than 1.1 mmol/l). The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
This complaint is from a (B)(4). The procedure was coil embolization for ruptured aneurysm in the right middle cerebral artery. During the index procedure, the enterprise enc453712 was placed with jailed technique. However, the vessel where the stent was placed was occluded with thrombosis during the coil embolization. Ozagrel sodium was administered and the thrombus disappeared from the lesion. The coil embolization was completed successfully. The patient recovered and is in stable condition. During the event, the patient was on heparin, clopidogrel sulfate, and aspirin. The catalogs and lot number was 606-s255fx lot:15089792 and the vrd: enc453712 lot:01422405. The stent was opposed to the vessel wall and was stable. The vessel diameter proximally was 3.2mm and distal was 2.1mm, and the aneurysm neck was 19.6mm, neck to sac ratio was 19.6mm/19.6mm, and it was fusiform. A balloon remodeling device was not utilized during the procedure. This was the first time the aneurysm was treated. Films of the event were not available.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l.

Manufacturer narrative:
The customer's reported meter (B)(4) and test strip lot 1008224 were returned for investigation.the readings the customer reported were found in meter memory however, all three readings were obtained outside the ten minute timeframe. The test strips were investigated and all results were within the range specification and no errors were observed during control solution testing. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution. All results were within the range specification and no errors were observed. Additionally, a device history report indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.